Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens became stuck inside the injector. The surgery was completed with the backup lens. There was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).